Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The leading haptic was observed distorted. The lens was inspected at 10x microscope magnification where a few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment, such as in the explant process. The condition observed in the lens received was consistent with a lens that has been implanted and explanted from the patient eye. There were no discrepancies identified for the lens serial number (B)(4). The condition of the distorted haptic observed in the lens received was related to the explant process. No cosmetic defects such as scratches, or depression marks in the lens optic body were observed. The investigation results did not suggest that the sample received was affected by the manufacturing process. A review of the manufacturing records was performed. The production order (po) was verified, the testing required and visual inspection were accepted according to manufacturing/work instructions. No deviation related to the customer claim was reported from this production order (po). The production order was released within the diopter specifications of 18.0 diopter. A review of the raw material/manufacturing procedures in change control system was done during the period when this po was manufactured and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. The documentation showed that the production order was manufactured according to specifications. No other investigations requests were received for this production order. No product deficiency was detected. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted from the patient's right eye in a secondary procedure since the patient required a larger diameter lens. A new lens was implanted and no patient complications were reported.